Event description:
During evaluation of a returned homechoice machine, a possible overfill situation was identified which occurred in late 2007, during drain cycle 3. The patient's ultrafiltration reading was 737ml indicating the home patient (hp) drained 737ml more than their programmed fill volume of 2000ml. This information gives a total drain volume of 2737ml (2000ml + 737ml). During a follow-up call with the hp's nurse, she indicated that she did not have any details regarding the specific event and that there was no indication that the hp experienced any symptoms of fullness or discomfort. No further information was available. The nurse did indicate that the hp is doing well now and has continued on peritoneal dialysis therapy without any problems. No patient injury or medical intervention was reported.

Manufacturer narrative:
Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during evaluation. Based on a review of all available therapy log data, the evaluation has determined the most probable cause is: insufficient drain/multiple cycles advanced to fill when slow/no flow condition occurred above the minimum drain volume threshold. Therefore, it is possible that the hp drained the minimum drain required (85% of the fill volume as programmed in their homechoice) during previous drain cycles and drained the remaining 15% at a later point in therapy (drain 3). The device will be routed to the service area.